Manufacturer narrative:
The monitor was returned for analysis. Functional testing determined that the monitor was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9733571, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor will intermittently become black. The representative went to check the system and noted that the system was now fully black and would not come back on. Another surgeon monitor worked without issue. The next day the representative noted that the issue occurred again.